Event description:
Information received indicates the right foot brake caster continues to swivel when in brake.

Manufacturer narrative:
The technician found the swivel ratchet was worn. He replaced the caster to repair the stretcher.